Event description:
It was reported that cgm displayed error message, and customer experienced issue starting sensor session. There was no reported adverse impact to the customer. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, confirmed error message did not return, and successfully started sensor session, with no further issues reported.